Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system triggered a lead safety switch (lss) due to high pacing impedances out of range and noisy signals oversensing in this left ventricular (lv) lead. Additionally, this lv lead exhibited high pacing thresholds and muscle stimulation. The technical services (ts) analyzed the data and indicated that the amplitude and frequency of the noisy signals corresponded to myopotential. If the setscrew of the lead would not be properly tightened, or the lead would not be properly seated in the header, would expect large artifacts and jumps in the impedance (other than this safety switch) and there is no such observation rather than the impedance has gradually increased to 2000 ohms in the previous pace configuration. The ts suspected a connective tissue formation around this lv lead. The lv was reprogrammed, and all measurements were within normal limits. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system triggered a lead safety switch (lss) due to high pacing impedances out of range and noisy signals oversensing in this left ventricular (lv) lead. Additionally, this lv lead exhibited high pacing thresholds and muscle stimulation. The technical services (ts) analyzed the data and indicated that the amplitude and frequency of the noisy signals corresponded to myopotential. If the set screw of the lead would not be properly tightened, or the lead would not be properly seated in the header, would expect large artifacts and jumps in the impedance (other than this safety switch) and there is no such observation rather than the impedance has gradually increased to 2000 ohms in the previous pace configuration. The ts suspected a connective tissue formation around this lv lead. The lv was reprogrammed, and all measurements were within normal limits. This lv lead remains in service. No adverse patient effects were reported.